Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 304 mg/dl at the time of the call. Customer reported feeling sick for several days. It was also reported data for insulin delivery was missing for the past three days. Customer treated their blood glucose with a manual injection and the insulin pump. It was also found the customer experienced confusion, lighthead and weak legs from their high blood glucose. Troubleshooting found the drive support cap was half flush and half recessed on the insulin pump. The customer declined to troubleshoot for their blood glucose. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to prime alarm. The insulin pump found alarm in the alarm history file due to corrupted history file noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot.